Event description:
Related manufacturer reference number: 2017865-2025-12863. It was reported that right ventricular (rv) lead exhibited over-sensing noise, loss of capture and fracture. Fracture was also noted on right atrial (ra) lead however, unable to confirm fracture using imaging. Both leads were capped on (B)(6) 2025 and replaced. The patient is in stable condition.